Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilatation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.